Manufacturer narrative:
Final analysis found burn marks on the ac power adapter's circuit board which caused the reported inability to power the transmitter. It was concluded that the damage sustained occurred after exposure to a high current flow from the power outlet.

Event description:
It was reported that the patient called in to report the transmitter would not power up after a lightning strike. The device was replaced. No patient symptoms reported.